Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menorrhagia since (B)(6) 2011, multigravida since (B)(6) 2012, multiparous since (B)(6) 2012, postpartum hemorrhage since (B)(6) 2012, pelvic pain (hpi: pelvic pain. Complaint right sided pelvic pain x 2 days. Pain started following morning.) Since (B)(6) 2014, menses irregular with excessive bleeding since (B)(6) 2014, d & c since (B)(6) 2014, abdominal pain since (B)(6) 2014, hysteroscopy since (B)(6) 2014, pelvic adhesions since (B)(6) 2014, surgery (date of surgery: (B)(6) 2014. Reason for surgery: pelvic pain) since (B)(6) 2014, nickel sensitivity since (B)(6) 2014, breast lump (under areola.) Since (B)(6) 2014, spots before eyes since (B)(6) 2014, pelvic pain since (B)(6) 2014, dyspareunia since (B)(6) 2014, headache since (B)(6) 2014, malaise since (B)(6) 2014, fatigue since (B)(6) 2014, ovarian cyst since (B)(6) 2014 and abdominal adhesions since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2011- removed right essure coil while doing a d&c due to it migrating into her uterus. This is pregnancy case and it is linked to the main case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes blocked; on an unknown date: tubes blocked; on an unknown date: tubes blocked. On (B)(6) 2011, final diagnosis: endometrial curetting¿s: early proliferative type. Foreign body: foreign material consistent with essure coil. Reactive stroma with necrosis, acute inflammation and foreign body giant cell reaction. Clinical diagnosis: menorrhagia. Specimen: endometrial curettings, foreign body. On (B)(6) 2012, in 1999, elective termination of pregnancy, in 2003, at term, she delivered a viable infant female (B)(6). Pregnancy #3 in 2005, normal spontaneous vaginal delivery at term, baby boy (B)(6). Pregnancy #4 in 2006, normal spontaneous vaginal delivery of a viable infant female (B)(6). In 2007, elective termination of pregnancy. Pregnancy #6 in 2010, normal spontaneous vaginal delivery of a viable infant female (B)(6). This is her seventh pregnancy. On (B)(6) 2012, complication: postpartum hemorrhage, not requiring transfusion. Hospital course: there were no perineal or vaginal lacerations. The baby (B)(6), apgar scores were 8 and 9. Mother and baby remained in the delivery room in stable condition. On (B)(6) 2014, assessment: contraceptive device other postsurgical comments: left coil seen on ultrasound. Right coil removed hysteroscopically in (B)(6) 2011 for presumed malplacement and ongoing irregular bleeding. Since her etop 5 months ago she continues with irregular bleeding. Recommend hysteroscopic d+c for possible retained poc in addition to diagnostic laparoscopy for pelvic pain. Assessment: pain abdominal generalized. On (B)(6) 2014, x ray abdomen complete history: postoperative abdominal pain. Impression: trace presumably postoperative pneumoperitoneum and left essure otherwise unremarkable study. On (B)(6) 2014, did her own nickel test on left forearm 5 days ago. Pain is requiring narcotic medication and still significant. Still with pelvic pain and bleeding now complaint of painful lump in left breast under areola. Also white spot on right eye. On (B)(6) 2014, final diagnosis: left ovarian, cystectomy: serous cystadeno fibroma. Left fallopian tube and essure coil, salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization device consistent with essure coil (gross examination only). Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Clinical history: right lower quadrant pain. Specimen: ovarian cyst, left, fallopian tube, left - and essure coil, fallopian tube, right. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s)/lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) / lack of efficacy and a quality defect. Most recent follow-up information incorporated above includes: on 20-apr-2018: mr received. Reporter was added. This case was medically confirmed. Patient details, concomitant disease and unstructured relevant tests were added. This case was incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menorrhagia since (B)(6) 2011, multigravida since (B)(6) 2012, multiparous since (B)(6) 2012, postpartum hemorrhage since (B)(6) 2012, pelvic pain (hpi: pelvic pain. Complaint right sided pelvic pain x 2 days. Pain started following morning.) Since (B)(6) 2014, menses irregular with excessive bleeding since (B)(6) 2014, d & c since (B)(6) 2014, abdominal pain since (B)(6) 2014, hysteroscopy since (B)(6) 2014, pelvic adhesions since (B)(6) 2014, surgery (date of surgery:(B)(6) 2014 reason for surgery: pelvic pain) since (B)(6) 2014, nickel sensitivity since (B)(6) 2014, breast lump (under areola.) Since (B)(6) 2014, spots before eyes since (B)(6) 2014, pelvic pain since (B)(6) 2014, dyspareunia since (B)(6) 2014, headache since (B)(6) 2014, malaise since (B)(6) 2014, fatigue since (B)(6) 2014, ovarian cyst since (B)(6) 2014 and abdominal adhesions since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2011- removed right essure coil while doing a d&c due to it migrating into her uterus. This is pregnancy case and it is linked to the main case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes blocked; on an unknown date: tubes blocked; on an unknown date: tubes blocked on (B)(6) 2011, final diagnosis: a. Endometrial curetting¿s: early proliferative type. B. Foreign body: foreign material consistent with essure coil. Reactive stroma with necrosis, acute inflammation and foreign body giant cell reaction. Clinical diagnosis: menorrhagia. Specimen: endometrial curettings, foreign body on (B)(6) 2012, in 1999, elective termination of pregnancy, in 2003, at term, she delivered a viable infant female weighing 7 pounds 9 ounces. Pregnancy #3 in 2005, normal spontaneous vaginal delivery at term, baby boy weighing 8 pounds 3 ounces. Pregnancy #4 in 2006, normal spontaneous vaginal delivery of a viable infant female weighing 8 pounds 5 ounces. In 2007, elective termination of pregnancy. Pregnancy #6 in 2010, normal spontaneous vaginal delivery of a viable infant female weighing 7 pounds 11 ounces. This is her seventh pregnancy. On (B)(6) 2012, complication: postpartum hemorrhage, not requiring transfusion. Hospital course: there were no perineal or vaginal lacerations. The baby weighed 7 pounds 3 ounces, apgar scores were 8 and 9. Mother and baby remained in the delivery room in stable condition. On (B)(6) 2014, assessment: contraceptive device other postsurgical comments: left coil seen on ultrasound. Right coil removed hysteroscopically in (B)(6) 2011 for presumed malplacement and ongoing irregular bleeding. Since her etop 5 months ago she continues with irregular bleeding. Recommend hysteroscopic d+c for possible retained poc in addition to diagnostic laparoscopy for pelvic pain. Assessment: pain abdominal generalized. On (B)(6) 2014, x ray abdomen complete history: postoperative abdominal pain. Impression: trace presumably postoperative pneumoperitoneum and left essure otherwise unremarkable study. On (B)(6) 2014, did her own nickel test on left forearm 5 days ago. Pain is requiring narcotic medication and still significant. Still with pelvic pain and bleeding now complaint of painful lump in left breast under areola. Also white spot on right eye. On (B)(6) 2014, final diagnosis: left ovarian, cystectomy: serous cystadeno fibroma. Left fallopian tube and essure coil, salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization device consistent with essure coil (gross examination only). Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Clinical history: right lower quadrant pain. Specimen: ovarian cyst, left, fallopian tube, left - and essure coil, fallopian tube, right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: update of quality-safety evaluation of product technical complaint ( FDA codes updated ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated coil / migrating into my uterus'), pelvic inflammatory disease ('persistent pelvic pain and inflammatory disease,'), uterine inflammation ('uterine inflammation') and hydronephrosis ('hydronephrosis') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hematoma in 2003, flank pain, tobacco use disorder, breast tenderness, right lower quadrant pain, pelvic adhesions, anorexia, fatigue and ovarian cyst. She denies fever, coughing, wheezing. Denies nausea or vomiting, states passing gas and moving bowels with no problem on (B)(6) 2011, final diagnosis: a. Endometrial curetting¿s: early proliferative type. B. Foreign body: foreign material consistent with essure coil. Reactive stroma with necrosis, acute inflammation and foreign body giant cell reaction. Clinical diagnosis: menorrhagia. Specimen: endometrial curettings, foreign body on (B)(6) 2012, in 1999, elective termination of pregnancy, in 2003, at term, she delivered a viable infant female weighing 7 pounds 9 ounces. Pregnancy #3 in 2005, normal spontaneous vaginal delivery at term, baby boy weighing 8 pounds 3 ounces. Pregnancy #4 in 2006, normal spontaneous vaginal delivery of a viable infant female weighing 8 pounds 5 ounces. In 2007, elective termination of pregnancy. Pregnancy #6 in 2010, normal spontaneous vaginal delivery of a viable infant female weighing 7 pounds 11 ounces. This is her seventh pregnancy. On (B)(6) 2012, complication: postpartum hemorrhage, not requiring transfusion. Hospital course: there were no perineal or vaginal lacerations. The baby weighed 7 pounds 3 ounces, apgar scores were 8 and 9. Mother and baby remained in the delivery room in stable condition. On (B)(6) 2014, assessment: contraceptive device other postsurgical comments: left coil seen on ultrasound. Right coil removed hysteroscopically in (B)(6) 2011 for presumed malplacement and ongoing irregular bleeding. Since her etop 5 months ago she continues with irregular bleeding. Recommend hysteroscopic d+c for possible retained poc in addition to diagnostic laparoscopy for pelvic pain. Assessment: pain abdominal generalized on (B)(6) 2014, x ray abdomen complete. History: postoperative abdominal pain. Impression: trace presumably postoperative pneumoperitoneum and left essure otherwise unremarkable study. On (B)(6) 2014, did her own nickel test on left forearm 5 days ago. Pain is requiring narcotic medication and still significant. Still with pelvic pain and bleeding now complaint of painful lump in left breast under areola. Also white spot on right eye. On (B)(6) 2014, final diagnosis: left ovarian, cystectomy: serous cystadeno fibroma. Left fallopian tube and essure coil, salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization device consistent with essure coil (gross examination only). Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Clinical history: right lower quadrant pain. Specimen: ovarian cyst, left, fallopian tube, left - and essure coil, fallopian tube, right. Concurrent conditions included pelvic pain since (B)(6) 2014, dyspareunia since (B)(6) 2014, headache since (B)(6) 2014, malaise since (B)(6) 2014, fatigue since (B)(6) 2014, ovarian cyst since (B)(6) 2014, abdominal adhesions since (B)(6) 2014, hysteroscopy since (B)(6) 2014, pelvic adhesions since (B)(6) 2014, nickel sensitivity since (B)(6) 2014, breast lump (under areola.) Since (B)(6) 2014, spots before eyes since (B)(6) 2014, surgery (date of surgery:(B)(6) 2014 reason for surgery: pelvic pain) since (B)(6) 2014, menses irregular with excessive bleeding since (B)(6) 2014, d & c since (B)(6) 2014, abdominal pain since (B)(6) 2014, pelvic pain (hpi: pelvic pain. Complaint right sided pelvic pain x 2 days. Pain started following morning.) Since (B)(6) 2014, postpartum hemorrhage since (B)(6) 2012, multigravida since (B)(6) 2012, multiparous (((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2010)) since (B)(6) 2012 and menorrhagia since (B)(6) 2011. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), medroxyprogesterone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), pain in extremity ("thigh pain") and arthralgia ("joint pain / my right elbow locks up and it hurts so bad to straighten out"). In 2012, the patient experienced postpartum haemorrhage ("hemorrhaged after delivery /she experienced complications of her pregnancy or delivery as hemorrhaged after delivery") and hydronephrosis (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), fallopian tube cyst ("allopian tube cyst"), abdominal adhesions ("adhesions connecting bowel to abdominal wall"), hypoaesthesia ("numbness in thighs /numbness in hands"), metrorrhagia ("bleeding in between periods"), ovarian cyst ("ovarian cyst"), the first episode of anaemia ("anemia"), migraine ("migraines"), feeling abnormal ("brain fog"), ovulation pain ("painful ovulation"), increased tendency to bruise ("unexplained bruising"), night sweats ("night sweats"), dyspareunia ("dyspareunia"), hot flush ("hot flashes"), alopecia ("hair loss"), dysmenorrhoea ("painful periods"), abdominal distension ("bloating"), anxiety ("anxiety"), dizziness ("dizziness"), breast pain ("breast pain"), allergy to metals ("allergic to nickel"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological conditions"), rash ("unexplained rashes on lower abdomen"), the second episode of anaemia ("anemia") and joint lock ("my right elbow locks up and it hurts so bad to straighten out"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have blood urine present ("blood in urine"). The patient was treated with ibuprofen and surgery ((B)(6) 2011- removed right essure coil while doing a d&c, bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic inflammatory disease, pregnancy with contraceptive device, uterine inflammation, genital haemorrhage, postpartum haemorrhage, hydronephrosis, fallopian tube cyst, abdominal adhesions, ovarian cyst, ovulation pain, increased tendency to bruise, night sweats, dyspareunia, hot flush, dysmenorrhoea, abdominal distension, breast pain, back pain, allergy to metals, blood urine present, abdominal pain, pain in extremity, mental disorder, the last episode of anaemia, arthralgia and joint lock outcome was unknown and the pelvic pain, hypoaesthesia, metrorrhagia, migraine, feeling abnormal, alopecia, dizziness and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal adhesions, abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood urine present, breast pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, feeling abnormal, genital haemorrhage, hot flush, hydronephrosis, hypoaesthesia, increased tendency to bruise, joint lock, mental disorder, metrorrhagia, migraine, night sweats, ovarian cyst, ovulation pain, pain in extremity, pelvic inflammatory disease, pelvic pain, postpartum haemorrhage, pregnancy with contraceptive device, rash, uterine inflammation, the first episode of anaemia and the second episode of anaemia to be related to essure. The reporter commented: on (B)(6) 2011- removed right essure coil while doing a d&c due to it migrating into her uterus. This is pregnancy case and it is linked to the another pregnancy (B)(4). On (B)(6) 2014, rule out pelvic inflammatory disease versus appendicitis and on (B)(6) 2014, no evidence of endometritis. (B)(6) 2014 she experienced common symptoms of a nickel allergy, and completed an at home nickel allergy test and confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: tubes blocked; on (B)(6) 2010: results: tubes blocked hsg done today and shows bilateral tubal obstruction. Right essure coil removed at hysteroscopy today shows that both tubes are obstructed and both coils are in place to rtc for ack jp; on (B)(6) 2011: results: tubes blocked lack of intraperitoneal spill suggests effective fallopian tube occlusion by essure. Pathology test - on (B)(6) 2014: final diagnosis: left ovarian, cystectomy serous cystadenofibiroma. Left fallopian tube and essure coil salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization device consistent witih essure coil (gross examination only) c. Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Fallopian tube, right gross description: a. The specimen is received in formalin labeled with the patient's name and left ovarian cystectomy". It consists of a white irregular soft tissue measuring 1.1 x 0.8 x 0.3 cm. The specimen is bisected and entirely submitted in 1 cassette. B. The specimen is received in formalin labeled with file patient's name and "ieft tube and essure coil¿. It consists of a black coil string measuring 3.3 cm in length and 0.2 cm in diameter. Also, there is a light grey coil-like string measuring 13.5 cm in length and <0.1 cm in diameter. A fallopian tube is identified measuring 6.7 cm in length and 0:6 cm in diameter. Paratubal cyst is identified measuring 0.3 cm, in greatest ,dimension. The specimen is serially sectioned. Most of the fallopian tube (80%),is submitted in 3 cassettes . C. The specimen is received in formalin labeled with the patient's name and "right tube". It consists of 8.2 cm in length and 0.7 cm in diameter. Cross section of the fallopian tube is grossly unmarkable. Representative sections are. Submitted in 2 cassettes. Foreign body gross description: a small fragment of tissue is removed from the foreign material and adjacent foreign body giant cells. Pregnancy test urine - on (B)(6) 2010: negative; on (B)(6) 2011: positive; on (B)(6) 2013: positive. Lot number:716609, manufacturing date: 2010-02, expiration date:2013-02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated coil / migrating into my uterus'), pelvic inflammatory disease ('inflammatory disease'), pregnancy with contraceptive device ('pregnant'), uterine inflammation ('uterine inflammation'), genital haemorrhage ('excessive bleeding'), postpartum haemorrhage ('hemorrhaged after delivery /she experienced complications of her pregnancy or delivery as hemorrhaged after delivery') and hydronephrosis ('hydronephrosis') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hematoma in 2003, flank pain, tobacco use disorder, breast tenderness, right lower quadrant pain, pelvic adhesions, anorexia, fatigue and ovarian cyst. She denies fever, coughing, wheezing. Denies nausea or vomiting, states passing gas and moving bowels with no problem *on (B)(6) 2011, final diagnosis: a. Endometrial curetting¿s: early proliferative type. B. Foreign body: foreign material consistent with essure coil. Reactive stroma with necrosis, acute inflammation and foreign body giant cell reaction. Clinical diagnosis: menorrhagia. Specimen: endometrial curettings, foreign body. On (B)(6) 2012, in 1999, elective termination of pregnancy, in 2003, at term, she delivered a viable infant female weighing 7 pounds 9 ounces. Pregnancy #3 in 2005, normal spontaneous vaginal delivery at term, baby boy weighing 8 pounds 3 ounces. Pregnancy #4 in 2006, normal spontaneous vaginal delivery of a viable infant female weighing 8 pounds 5 ounces. In 2007, elective termination of pregnancy. Pregnancy #6 in 2010, normal spontaneous vaginal delivery of a viable infant female weighing 7 pounds 11 ounces. This is her seventh pregnancy. On (B)(6) 2012, complication: postpartum hemorrhage, not requiring transfusion. Hospital course: there were no perineal or vaginal lacerations. The baby weighed 7 pounds 3 ounces, apgar scores were 8 and 9. Mother and baby remained in the delivery room in stable condition. On (B)(6) 2014, assessment: contraceptive device other postsurgical. Comments: left coil seen on ultrasound. Right coil removed hysteroscopically in (B)(6) 2011 for presumed malplacement and ongoing irregular bleeding. Since her etop 5 months ago she continues with irregular bleeding. Recommend hysteroscopic d+c for possible retained poc in addition to diagnostic laparoscopy for pelvic pain. Assessment: pain abdominal generalized. On (B)(6) 2014, x ray abdomen complete. History: postoperative abdominal pain. Impression: trace presumably postoperative. Pneumoperitoneum and left essure. Otherwise unremarkable study. On (B)(6) 2014, did her own nickel test on left forearm 5 days ago. Pain is requiring narcotic medication and still significant. Still with pelvic pain and bleeding now complaint of painful lump in left breast under areola. Also white spot on right eye. On (B)(6) 2014, final diagnosis: left ovarian, cystectomy: serous cystadeno fibroma. Left fallopian tube and essure coil, salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization device consistent with essure coil (gross examination only). Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Clinical history: right lower quadrant pain. Specimen: ovarian cyst, left, fallopian tube, left - and essure coil, fallopian tube, right. Concurrent conditions included pelvic pain since (B)(6) 2014, dyspareunia since (B)(6) 2014, headache since (B)(6) 2014, malaise since (B)(6) 2014, fatigue since (B)(6) 2014, ovarian cyst since (B)(6) 2014, abdominal adhesions since (B)(6) 2014, hysteroscopy since (B)(6) 2014, pelvic adhesions since (B)(6) 2014, nickel sensitivity since (B)(6) 2014, breast lump (under areola.) Since (B)(6) 2014, spots before eyes since (B)(6) 2014, surgery (date of surgery:(B)(6) 2014 reason for surgery: pelvic pain) since (B)(6) 2014, menses irregular with excessive bleeding since (B)(6) 2014, d & c since (B)(6) 2014, abdominal pain since (B)(6) 2014, pelvic pain (hpi: pelvic pain. Complaint right sided pelvic pain x 2 days. Pain started following morning.) Since (B)(6) 2014, postpartum hemorrhage since (B)(6) 2012, multigravida since(B)(6) 2012, multiparous (B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2010) since (B)(6) 2012 and menorrhagia since (B)(6) 2011. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), medroxyprogesterone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain"), arthralgia ("joint pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and pain in extremity ("thigh pain"). In 2012, the patient experienced postpartum haemorrhage (seriousness criterion medically significant) and hydronephrosis (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fallopian tube cyst ("allopian tube cyst"), abdominal adhesions ("adhesions connecting bowel to abdominal wall"), hypoaesthesia ("numbness in thighs /numbness in hands"), metrorrhagia ("bleeding in between periods"), ovarian cyst ("ovarian cyst"), the first episode of anaemia ("anemia"), migraine ("migraines"), feeling abnormal ("brain fog"), ovulation pain ("painful ovulation"), contusion ("unexplained bruising"), night sweats ("night sweats"), dyspareunia ("dyspareunia"), hot flush ("hot flashes"), alopecia ("hair loss"), dysmenorrhoea ("painful periods"), abdominal distension ("bloating"), anxiety ("anxiety"), dizziness ("dizziness"), breast pain ("breast pain"), allergy to metals ("allergic to nickel"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological conditions"), rash ("unexplained rashes on lower abdomen") and the second episode of anaemia ("anemia"), was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have blood urine present ("blood in urine"). The patient was treated with ibuprofen and surgery (B)(6) 2011- removed right essure coil while doing a d&c, bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic inflammatory disease, pregnancy with contraceptive device, uterine inflammation, genital haemorrhage, postpartum haemorrhage, hydronephrosis, fallopian tube cyst, abdominal adhesions, ovarian cyst, ovulation pain, contusion, night sweats, dyspareunia, hot flush, dysmenorrhoea, abdominal distension, arthralgia, breast pain, back pain, allergy to metals, blood urine present, abdominal pain, pain in extremity, mental disorder and the last episode of anaemia outcome was unknown and the pelvic pain, hypoaesthesia, metrorrhagia, migraine, feeling abnormal, alopecia, dizziness and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal adhesions, abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood urine present, breast pain, contusion, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, feeling abnormal, genital haemorrhage, hot flush, hydronephrosis, hypoaesthesia, mental disorder, metrorrhagia, migraine, night sweats, ovarian cyst, ovulation pain, pain in extremity, pelvic inflammatory disease, pelvic pain, postpartum haemorrhage, pregnancy with contraceptive device, rash, uterine inflammation, the first episode of anaemia and the second episode of anaemia to be related to essure. The reporter commented: on (B)(6) 2011- removed right essure coil while doing a d&c due to it migrating into her uterus. This is pregnancy case and it is linked to the another pregnancy (B)(4). On (B)(6) 2014, rule out pelvic inflammatory disease versus appendicitis and on (B)(6) 2014, no evidence of endometritis. (B)(6) 2014 she experienced common symptoms of a nickel allergy, and completed an at home nickel allergy test and confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: tubes blocked; on (B)(6) 2010: results: tubes blocked. Hsg done today and shows bilateral tubal. Obstruction. Right essure coil removed at hysteroscopy. Today shows that both tubes are obstructed and both coils are in place to rtc for ack jp; on (B)(6) 2011: results: tubes blocked. Lack of intraperitoneal spill suggests effective. Fallopian tube occlusion by essure. Pathology test - on (B)(6) 2014: final diagnosis: left ovarian, cystectomy serous cystadenofibiroma. Left fallopian tube and essure. Coil salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization. Device consistent with essure coil (gross examination only) c. Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Fallopian tube, right gross description: a. The specimen is received in formalin labeled with the patient's name and left ovarian cystectomy". It consists of a white irregular soft tissue measuring 1.1 x 0.8 x 0.3 cm. The specimen is bisected and entirely submitted in 1 cassette. B. The specimen is received in formalin labeled with file patient's name and "left tube and essure coil¿. It consists of a black coil string measuring 3.3 cm in length and 0.2 cm in diameter. Also, there is a light grey coil-like string measuring 13.5 cm in length and <0.1 cm in diameter. A fallopian tube is identified measuring 6.7 cm in length and 0:6 cm in diameter. Paratubal cyst is identified measuring 0.3 cm, in greatest ,dimension. The specimen is serially sectioned. Most of the fallopian tube (80%),is submitted in 3 cassettes. C. The specimen is received in formalin labeled with the patient's name and "right tube". It consists of 8.2 cm in length and 0.7 cm in diameter. Cross section of the fallopian tube is grossly unmarkable. Representative sections are. Submitted in 2 cassettes. Foreign body gross description: a small fragment of tissue is removed from the foreign material and adjacent foreign body giant cells. Pregnancy test urine - on (B)(6) 2010: negative; on (B)(6) 2011: positive; on (B)(6) 2013: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment was performed. From follow up of (B)(6) 2017) plaintiff fact sheet & medical records following events were added. Abdominal adhesions, abdominal distension, alopecia, anxiety, arthralgia, contusion, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, feeling abnormal, genital haemorrhage, hot flush, hypoaesthesia, metrorrhagia, migraine, night sweats, ovarian cyst, ovulation pain, pelvic inflammatory disease, pelvic pain, postpartum haemorrhage, uterine inflammation and anemia. Historical condition, concomitant drug, lab data were added. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menorrhagia since (B)(6) 2011, multigravida since (B)(6) 2012, multiparous since (B)(6) 2012, postpartum hemorrhage since (B)(6) 2012, pelvic pain (hpi: pelvic pain. Complaint right sided pelvic pain x 2 days. Pain started following morning.) Since (B)(6) 2014, menses irregular with excessive bleeding since (B)(6) 2014, d & c since (B)(6) 2014, abdominal pain since (B)(6) 2014, hysteroscopy since (B)(6) 2014, pelvic adhesions since (B)(6) 2014, surgery (date of surgery: (B)(6) 2014. Reason for surgery: pelvic pain) since (B)(6) 2014, nickel sensitivity since (B)(6) 2014, breast lump (under areola.) Since (B)(6) 2014, spots before eyes since (B)(6) 2014, pelvic pain since (B)(6) 2014, dyspareunia since (B)(6) 2014, headache since (B)(6) 2014, malaise since (B)(6) 2014, fatigue since (B)(6) 2014, ovarian cyst since (B)(6) 2014 and abdominal adhesions since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2011- removed right essure coil while doing a d&c due to it migrating into her uterus. This is pregnancy case and it is linked to the main case 2018-002867. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes blocked; on an unknown date: tubes blocked; on an unknown date: tubes blocked on (B)(6) 2011, final diagnosis: a. Endometrial curetting¿s: early proliferative type. B. Foreign body: foreign material consistent with essure coil. Reactive stroma with necrosis, acute inflammation and foreign body giant cell reaction. Clinical diagnosis: menorrhagia. Specimen: endometrial curettings, foreign body. On (B)(6) 2012, in 1999, elective termination of pregnancy, in 2003, at term, she delivered a viable infant female weighing 7 pounds 9 ounces. Pregnancy #3 in 2005, normal spontaneous vaginal delivery at term, baby boy weighing 8 pounds 3 ounces. Pregnancy #4 in 2006, normal spontaneous vaginal delivery of a viable infant female weighing 8 pounds 5 ounces. In 2007, elective termination of pregnancy. Pregnancy #6 in 2010, normal spontaneous vaginal delivery of a viable infant female weighing 7 pounds 11 ounces. This is her seventh pregnancy. On (B)(6) 2012, complication: postpartum hemorrhage, not requiring transfusion. Hospital course: there were no perineal or vaginal lacerations. The baby weighed 7 pounds 3 ounces, apgar scores were 8 and 9. Mother and baby remained in the delivery room in stable condition. On (B)(6) 2014, assessment: contraceptive device other postsurgical comments: left coil seen on ultrasound. Right coil removed hysteroscopically in (B)(6) 2011 for presumed malplacement and ongoing irregular bleeding. Since her etop 5 months ago she continues with irregular bleeding. Recommend hysteroscopic d+c for possible retained poc in addition to diagnostic laparoscopy for pelvic pain. Assessment: pain abdominal generalized. On (B)(6) 2014, x ray abdomen complete. History: postoperative abdominal pain. Impression: trace presumably postoperative. Pneumoperitoneum and left essure. Otherwise unremarkable study. On (B)(6) 2014, did her own nickel test on left forearm 5 days ago. Pain is requiring narcotic medication and still significant. Still with pelvic pain and bleeding now complaint of painful lump in left breast under areola. Also white spot on right eye. On (B)(6) 2014, final diagnosis: left ovarian, cystectomy: serous cystadeno fibroma. Left fallopian. Tube and essure coil, salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization device consistent with essure coil (gross examination only). Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Clinical history: right lower quadrant pain. Specimen: ovarian cyst, left, fallopian tube, left - and essure coil, fallopian tube, right quality-safety evaluation of ptc: unable to update complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of ptc. Update of ptc global number, entry of FDA codes, addition of batch expiry date and batch production date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated coil / migrating into my uterus'), pelvic inflammatory disease ('persistent pelvic pain and inflammatory disease,'), uterine inflammation ('uterine inflammation') and hydronephrosis ('hydronephrosis') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hematoma in 2003, flank pain, tobacco use disorder, breast tenderness, right lower quadrant pain, pelvic adhesions, anorexia, fatigue and ovarian cyst. She denies fever, coughing, wheezing. Denies nausea or vomiting, states passing gas and moving bowels with no problem *on (B)(6) 2011, final diagnosis: a. Endometrial curetting¿s: early proliferative type. B. Foreign body: foreign material consistent with essure coil. Reactive stroma with necrosis, acute inflammation and foreign body giant cell reaction. Clinical diagnosis: menorrhagia. Specimen: endometrial curettings, foreign body. On (B)(6) 2012, in 1999, elective termination of pregnancy, in 2003, at term, she delivered a viable infant female weighing 7 pounds 9 ounces. Pregnancy #3 in 2005, normal spontaneous vaginal delivery at term, baby boy weighing 8 pounds 3 ounces. Pregnancy #4 in 2006, normal spontaneous vaginal delivery of a viable infant female weighing 8 pounds 5 ounces. In 2007, elective termination of pregnancy. Pregnancy #6 in 2010, normal spontaneous vaginal delivery of a viable infant female weighing 7 pounds 11 ounces. This is her seventh pregnancy. On (B)(6) 2012, complication: postpartum hemorrhage, not requiring transfusion. Hospital course: there were no perineal or vaginal lacerations. The baby weighed 7 pounds 3 ounces, apgar scores were 8 and 9. Mother and baby remained in the delivery room in stable condition. On (B)(6)2014, assessment: contraceptive device other postsurgical comments: left coil seen on ultrasound. Right coil removed hysteroscopically in (B)(6) 2011 for presumed malplacement and ongoing irregular bleeding. Since her top 5 months ago she continues with irregular bleeding. Recommend hysteroscopic d+c for possible retained poc in addition to diagnostic laparoscopy for pelvic pain. Assessment: pain abdominal generalized. On (B)(6) 2014, x ray abdomen complete history: postoperative abdominal pain. Impression: trace presumably postoperative pneumoperitoneum and left essure otherwise unremarkable study. On (B)(6)2014, did her own nickel test on left forearm 5 days ago. Pain is requiring narcotic medication and still significant. Still with pelvic pain and bleeding now complaint of painful lump in left breast under areola. Also white spot on right eye. On (B)(6) 2014, final diagnosis: left ovarian, cystectomy: serous cystadeno fibroma. Left fallopian tube and essure coil, salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization device consistent with essure coil (gross examination only). Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Clinical history: right lower quadrant pain. Specimen: ovarian cyst, left, fallopian tube, left - and essure coil, fallopian tube, right. Concurrent conditions included pelvic pain since (B)(6) 2014, dyspareunia since (B)(6) 2014, headache since (B)(6)2014, malaise since (B)(6) 2014, fatigue since (B)(6) 2014, ovarian cyst since (B)(6) 2014, abdominal adhesions since (B)(6) 2014, hysteroscopy since (B)(6) 2014, pelvic adhesions since (B)(6)2014, nickel sensitivity since (B)(6) 2014, breast lump (under areola.) Since (B)(6) 2014, spots before eyes since (B)(6) 2014, surgery (date of surgery:(B)(6) 2014 reason for surgery: pelvic pain) since (B)(6) 2014, menses irregular with excessive bleeding since (B)(6)2014, d & c since (B)(6)2014, abdominal pain since (B)(6) 2014, pelvic pain (hpi: pelvic pain. Complaint right sided pelvic pain x 2 days. Pain started following morning.) Since (B)(6) 2014, postpartum hemorrhage since (B)(6) 2012, multigravida since (B)(6)2012, multiparous (B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2010)) since (B)(6) 2012 and menorrhagia since (B)(6) 2011. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), medroxyprogesterone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), pain in extremity ("thigh pain") and arthralgia ("joint pain / my right elbow locks up and it hurts so bad to straighten out"). In 2012, the patient experienced postpartum haemorrhage ("hemorrhaged after delivery /she experienced complications of her pregnancy or delivery as hemorrhaged after delivery") and hydronephrosis (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), fallopian tube cyst ("allopian tube cyst"), abdominal adhesions ("adhesions connecting bowel to abdominal wall"), hypoaesthesia ("numbness in thighs /numbness in hands"), metrorrhagia ("bleeding in between periods"), ovarian cyst ("ovarian cyst"), the first episode of anaemia ("anemia"), migraine ("migraines"), feeling abnormal ("brain fog"), ovulation pain ("painful ovulation"), increased tendency to bruise ("unexplained bruising"), night sweats ("night sweats"), dyspareunia ("dyspareunia"), hot flush ("hot flashes"), alopecia ("hair loss"), dysmenorrhoea ("painful periods"), abdominal distension ("bloating"), anxiety ("anxiety"), dizziness ("dizziness"), breast pain ("breast pain"), allergy to metals ("allergic to nickel"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological conditions"), rash ("unexplained rashes on lower abdomen"), the second episode of anaemia ("anemia") and joint lock ("my right elbow locks up and it hurts so bad to straighten out"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have blood urine present ("blood in urine"). The patient was treated with ibuprofen and surgery (B)(6) 2011- removed right essure coil while doing a d&c, bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic inflammatory disease, pregnancy with contraceptive device, uterine inflammation, genital haemorrhage, postpartum haemorrhage, hydronephrosis, fallopian tube cyst, abdominal adhesions, ovarian cyst, ovulation pain, increased tendency to bruise, night sweats, dyspareunia, hot flush, dysmenorrhoea, abdominal distension, breast pain, back pain, allergy to metals, blood urine present, abdominal pain, pain in extremity, mental disorder, the last episode of anaemia, arthralgia and joint lock outcome was unknown and the pelvic pain, hypoaesthesia, metrorrhagia, migraine, feeling abnormal, alopecia, dizziness and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal adhesions, abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood urine present, breast pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, feeling abnormal, genital haemorrhage, hot flush, hydronephrosis, hypoaesthesia, increased tendency to bruise, joint lock, mental disorder, metrorrhagia, migraine, night sweats, ovarian cyst, ovulation pain, pain in extremity, pelvic inflammatory disease, pelvic pain, postpartum haemorrhage, pregnancy with contraceptive device, rash, uterine inflammation, the first episode of anaemia and the second episode of anaemia to be related to essure. The reporter commented: on (B)(6)2011- removed right essure coil while doing a d&c due to it migrating into her uterus. This is pregnancy case and it is linked to the another pregnancy case (B)(4). On (B)(6) 2014, rule out pelvic inflammatory disease versus appendicitis and on (B)(6) 2014, no evidence of endometritis. (B)(6) 2014 she experienced common symptoms of a nickel allergy, and completed an at home nickel allergy test and confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: tubes blocked; on (B)(6) 2010: results: tubes blocked. Hsg done today and shows bilateral tubal obstruction. Right essure coil removed at hysteroscopy today shows that both tubes are obstructed and both coils are in place to rtc for ack jp; on (B)(6) 2011: results: tubes blocked lack of intraperitoneal spill suggests effective fallopian tube occlusion by essure. Pathology test - on (B)(6) 2014: final diagnosis: left ovarian, cystectomy serous cystadenofibiroma. Left fallopian tube and essure coil salpingectomy and removal: fallopian tube with warthin nest and paratubal cyst. Tubal sterilization device consistent with essure coil (gross examination only) c. Right tube, salpingectomy: fallopian tube with paratubal cyst and warthin nest. Fallopian tube, right gross description: a. The specimen is received in formalin labeled with the patient's name and left ovarian cystectomy". It consists of a white irregular soft tissue measuring 1.1 x 0.8 x 0.3 cm. The specimen is bisected and entirely submitted in 1 cassette. B. The specimen is received in formalin labeled with file patient's name and "left tube and essure coil¿. It consists of a black coil string measuring 3.3 cm in length and 0.2 cm in diameter. Also, there is a light grey coil-like string measuring 13.5 cm in length and <0.1 cm in diameter. A fallopian tube is identified measuring 6.7 cm in length and 0:6 cm in diameter. Paratubal cyst is identified measuring 0.3 cm, in greatest ,dimension. The specimen is serially sectioned. Most of the fallopian tube (80%),is submitted in 3 cassettes . C. The specimen is received in formalin labeled with the patient's name and "right tube". It consists of 8.2 cm in length and 0.7 cm in diameter. Cross section of the fallopian tube is grossly unmarkable. Representative sections are. Submitted in 2 cassettes. Foreign body gross description: a small fragment of tissue is removed from the foreign material and adjacent foreign body giant cells. Pregnancy test urine - on (B)(6)2010: negative; on (B)(6) 2011: positive; on (B)(6) 2013: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - new event "joint lock" and new reporter were added. Events pregnancy, genital hemorrhage and postpartum haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.